Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00961. It was reported the patient is experiencing ineffective therapy. The physician stated one of the leads had migrated. Surgery may take place to address the issue at a later date. It is unknown which lead migrated; therefore both lead are being reported.

Event description:
Device 2 of 2; reference MFR report: 3008829311-2017-00961. Additional information indicated surgery took place and both leads were removed, but only one replacement lead was implanted. Postoperatively, the patient is reportedly receiving effective therapy.